Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay of critical therapy following a leak. It was reported that the tubing set was being used to deliver an unspecified blood product, at an unspecified rate, via a plum pump. The customer contact reported that at the start of the therapy, the pump alarmed for air in line. At this time, it was reported that an unspecified volume of solution leaked from an unspecified location in the middle of the cassette. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.